Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and the patient via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient¿s friend/family member reported that the patient was having surgery tomorrow ((B)(6) 2019) to remove the pump due to erosion at the pump pocket. The reporter did not know if the device had actually ruptured the skin. The entire device system was being removed. Per the reporter, the patient¿s body was rejecting it/not accepting it. It started about 2 weeks ago. Per this reporter, there was no infection the body just rejected it. Additional information was received on (B)(4) 2019 from the patient via a company representative who reported that the pump was removed due to infection. From a therapy standpoint, the pump worked very well, but the patient said her body rejected the pump. The environmental, external, or patient factors that may have led or contributed to the issue were noted to be ¿patient compliance & cleanliness¿. The issue was resolved. The patient would not be re-implanted. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.